Manufacturer narrative:
(B)(4). This is report 2 of 2 associated with this device. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). Product surveillance contacted the nurse to notify the incidents of iipv that were found during the device log review. The homechoice (hc) device was received for evaluation at the product analysis lab (pal). A review of the device logs confirmed the increased intra-peritoneal volume (iipv) event. Internal & external visual inspections revealed no problems. A service history review (shr) revealed that no issues that may have contributed to the iipv. The cause of the iipv was determined to be insufficient drain; one or more cycles advanced to the next fill when slow / no flow occurred above the minimum drain volume threshold. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During evaluation of a returned homechoice (hc) machine, an increased intra-peritoneal volume (iipv) was identified on (B)(6) 2010 during cycle 4. The patient's largest prescribed fill volume (lpfv) was 2000 ml and the drain volume was 3397 ml, which met iipv criteria. No patient injury or medical intervention was reported.